Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer stated that the pump was programmed at 13mg but the pump infused at 12mg. There was no report of patient harm.

Event description:
Infused at wrong rate. The customer stated that the pump was programmed at 13mg but the pump infused at 12mg. There was no report of patient harm.